Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although the product was not returned for analysis, the complaint was confirmed. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. Medtronic will continue to monitor for future events. (B)(4).

Event description:
Medtronic received information that during use, the perfusionist observed that the medivators hemoconcentrator wtihin their medtronic perfusion pack was not achieving the filtration rate they expected. There were no adverse patient effects as a result of the issue. The product was not returned to medtronic for analysis.